Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Primary analysis finding: ceramic cap leakage - unspecified. Longevity test calculated less than 99.9 percentile; device met 49% of expected longevity. Visual examination of the connector block, grommets and setscrews found no anomalies.

Event description:
It was reported, approximately three years and six months post implant, the cardioverter defibrillator reached early battery depletion. Consequently, a revision procedure for replacement of device was completed. No patient complications have been reported as a result of this event.